Event description:
It was reported there were episodes of false asystole recorded on the implantable cardiac monitor due to loss of contact and t-wave oversensing (twos). The episodes occurred a few days post implant. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing and oversensing information; 20 apparently false asystole episodes occurred, likely due to loss of contact. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.